Manufacturer narrative:
The incident took place during a c-section. Some time during the procedure, the cautery pencil apparently went on automatically in the coag position. The account did not know if the pencil had been used already or for how long. When the pencil went on, the pt suffered a superficial burn to the abdomen measuring approx 1 cm. The post op treatment included the application of bacitracin ointment and possibly silvadene. At the time of this report, the sample was not available for eval and therefore, no corrective action can be determined. A follow up report will be filed once a sample is received and any required corrective action is determined.

Event description:
The cautery pencil was being used during a c-section. The account states the pencil apparently went on by itself causing a superficial burn to the pt's abdomen. The procedure continued without further incident and the post op recovery was uneventful.